Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the following; contralateral limb wire shearing, foreign body emboli, successful snaring and endovascular procedure. The most likely cause of the contralateral guidewire shearing is a non-aneurysmal distal aorta and focal stenosis of the right aorto-iliac junction and left iliac artery which is an off label condition. The review of the manufacturing lot confirmed all devices met specifications prior to release. Device was not returned, therefore, a sample evaluation was not completed. The root cause of the reported event is unknown, there is not enough information available to determine the root cause of the reported event at this time.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported during the initial procedure on (B)(6) 2017, the physician had difficulty with the contralateral wire. After snaring the wire, while the physician was withdrawing the contralateral wire, the wire broke apart. The physician believed all the pieces of the wire had been retrieved and reported there was no patient injury reported. It was reported the patient had an additional re-intervention to retrieve an additional piece of the wire from the iliac.